Event description:
The hcp reported that the pt developed an infection at the site of the device pocket. No cultures were obtained. The pt was treated with oral antibiotics and the device system was explanted. The infection was reported to have resolved and the pt was re-implanted in 2004.